Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.

Event description:
Customer reported that on (B)(6) 2014 he noticed a blank screen on the display of his adc blood glucose meter, noting it did not turn on when the button was pressed or with test strip insertion. Customer further reported he noticed the battery icon and changed the battery, but it still would not turn on. It was further reported he experienced "blurred vision" and was taken to a local healthcare facility. In the emergency room a reading of "600 mg/dl" was received. Customer was diagnosed with hyperglycemia and treated with an intravenous infusion of unknown type and insulin. There was no report of death or permanent injury associated with this event.